Event description:
At the completion of a gyn treatment, the ir-192 (4.88ci) source did not return all the way to the safe. The mhdr unit responded with an emergency stop as expected; however, the source did not retract. The physician and physicist entered the room to remove the applicator from the patient and use the manual hand crank to return the source to the safe. Removal of the applicator confirmed the source was out of the patient. The source was returned to the safe manually without problems.